Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received replace battery alarm and power error. The customer¿s blood glucose was unknown. It also stated that the crack in the battery insertion part. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Power error due to connector resistance issue. Insulin pump received with normal operating currents. No unexpected replace battery alarm or power loss alarm noted. Pump received with cracked case behind the insulin pump at the battery compartment and cracked battery tube threads.